Event description:
Healthcare professional reported, right side deflation. And exchange from textured to smooth, due to concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on valve bond edge side assessed, as unidentified (tear) opening. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles observed, the inner surface of the device. A delamination total of plug strap disk shell assessed, as a cohesive failure. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. The device remains implanted.